Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the carabiner on the shoulder bag broke, which caused a broken strap and the bag could not be used. The shoulder bag was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that the shoulder pack's carabiner, was damaged. The shoulder pack was not returned for evaluation. A review of the manufacturing documentation confirmed that the shoulder pack met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged carabiners can be attributed, but not limited to deterioration and/or due to the handling of the pack. The unit, however, was not available for analysis. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.